Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 22 mg/dl the night before but woke up with a high blood glucose level. He treated his low blood glucose level with three to four glucose tablets and ate something. The device was not returned.